Manufacturer narrative:
It was reported that the customer plans to replaced the battery. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: issue summary: it was reported that anesthesia unit's battery is "unable to store electricity". This failure was not reported to have been discovered during patient use. Therefore, there is no patient injury.